Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report low blood glucose readings of 49 mg/dl. Customer also reported issues with the sensor. The customer's last known blood glucose was 224 mg/dl. The customer also reported inaccurate readings with the sensor. Troubleshooting was not performed for the insulin pump. The insulin pump was not replaced or returned.